Event description:
It was reported the patient stopped feeling stimulation on saturday evening and has not felt it since. The device was turned up from 5.0 volts to 10 volts, and the patient still felt no stimulation sensation. The patient had no had any falls or accidents. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).